Event description:
Our (B)(4) affiliate is reporting that at some point during a knee procedure, the surgeon was struggling with removing an instrument from the patient's knee condyle/joint, and in this ensuing struggle he managed to injure himself to the extent that he had some bleeding. It appears that the surgeon's wound was contaminated with the patient's blood. Some sort of blood test was done on samples from both the patient and the surgeon; test were negative; the surgeon did not need any treatment for his minor wound. They are reporting that there was no patient harm or consequences.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.